Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) experienced an error . The main printed circuit board (pcb) was out of specification electrical, six main screws were loose. The pcb was reset with a firmware update. It was also determined at analysis that the encoder assembly, four encoder nuts and two knobs were contaminated. The hanger assembly, the upper and lower case was broken. The lock button was flat on the keypad. The tube sleeve, one case screw and six plugs were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error. The product has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.